Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon found a ¿fistulized small bowel with tenaciously adherent mesh to the underlying fascia.¿ it was reported that the patient experienced severe pain, nausea, inflammation, stress and anxiety. No additional information is provided.